Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular connector of the external pulse generator (epg) was pushed inside the unit. In addition, the atrial connector was loose. The epg was returned for service.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment that the ventricular connector of the (epg) was pushed inside the unit. The v entricle output connector nut is missing, and the atrial connector nut is loose. Could not confirm customer comment output connector assembly is broken. Two case screws are contaminated. Display wires are pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connectors were broken. The epg is expected to be returned for service. There was no patient involvement. There was no patient involvement.